Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was 184 mg/dl at the time of the incident. Display was initially returned by troubleshooting but few days later it disappeared again. Reportedly, when customer pressed esc saw a thin line only, when pressed act , saw a bunch of lines. Patient's other blood glucose value was 230 mg/dl, treated with bolus. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and missing segments or partial display noted.